Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A product sample was received for evaluation. Visual inspection showed labels were all intact. During functional check, the reported complaint was duplicated. Liquid crystal display bleed, case and lens damage issue found during the investigation. Found front housing was damaged. These issues were caused by the customer. Replaced liquid crystal display, rear and front housing assembly and lens.

Event description:
It was reported that there was case and lens damage and a liquid crystal display bleed during testing. No patient injury reported.